Manufacturer narrative:
Catheter model 8711, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed feedthru anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a pump volume discrepancy noted in the past; the reporter believed the actual volume was 5 mls and the estimated volume was 2 mls but this was not verified. Catheter patency was previously checked and no anomalies were noted. A confirmed motor stall was noted on the clinician programmer. Per the pump logs, a motor stall occurred on (B)(6) 2012 at 2108. The patient experienced a change in therapy effect: increased baseline spasticity and sweating (diaphoresis) were noted. The increased spasticity was noted(B)(6) 2012. The patient was not responding to the baclofen therapy. The hcp attempted a catheter dye study; the hcp was unable to aspirate from the port. It was noted a rotor study was performed. The patient was admitted to the ICU. The pump contained lioresal 2000 mcg/ml and was programmed to deliver 820.1 mcg/day. The pump was programmed to minimum rate. The pump was replaced on (B)(6) 2012. Per the pump telemetry performed on (B)(6) 2012, the pump was in safe state, reset occurred (low battery), motor stall occurred, and the stopped pump period may exceed tube set message was present. A follow-up report will be sent if additional information becomes available.